Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed an error e433. The issue was observed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure, due to communications problem identified. Devices that do not send or receive adequate signals (this speaks to the interoperability between devices). Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.